Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after the glaucoma shunt implantation procedure, patient experience cystoid macular edema and decreased vision. No additional surgery was performed and patient was prescribed with non-steroid drops. Additional information was requested and received stating the cme had been noted lately 9 months after surgery and no glaucoma drops were used. Since the stent remained implanted, the delayed onset of cme was attributed to the presence of the stent and unlikely to post-operative inflammation or medication induced cme. At the time of additional information, the patient's current condition was resolved.

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11.a sample was not received at the manufacturing site for evaluation for the report of (cme) cystoid macular edema and decline in vision after surgery occurred; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria.based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4).